Manufacturer narrative:
Analysis of the catheter found the pin connector collet was pre-locked or detached and/or missing. It was unknown if this was pr ocedural or manufacturing related. As received by analysis, the collet was found to be loose and off the connector body in the packaging. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_pump, product type: pump. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a daiichi manufacturer representative (rep) regarding a catheter used during an pump implantation procedure. There was no drug information reported. On (B)(6) 2016, during a pump implantation procedure, the patrolling nurse opened an ascenda catheter. The scrub nurse received the tray and put this on a stand in the aseptic field. It was confirmed that one collet had disconnected (come off/detached) from the main unit (catheter in the tray). There was no patient harm reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.